Event description:
Hypersensitivity/allergic reaction to dermabond. Patient states that on (B)(6) 2021, she had abdominal laparoscopy and dermabond was used. She states that her surgical hole "blew up like a balloon" with red, irritated, and itchy skin. She dismissed this symptom as just part of routine surgical healing until after having breast reduction surgery on (B)(6) 2022, and dermabond was again used "from armpit to armpit." She followed post-operative wound care instructions but again noticed itchy, irritated and reddened skin that this time progressed to a severe rash, those symptoms beginning on (B)(6) 2022. She took benadryl; however, the rash continued to get worse. She called her md to report her symptoms but felt he was dismissive of her concerns. She then proceeded to an in-office visit to have the rash/reaction evaluated. She was prescribed a course of medrol from (B)(6) 2022, and although her symptoms improved, the itchy and bumpy rash is not entirely resolved. She has concerns that her md was not taking her report of this reaction seriously and so she is reporting this because she feels that her md will not report it to the FDA. She states she will also contact (B)(6) hospital to report this problem to them.

Event description:
Additional information received for report mw5108923 on 04/07/2025. The reporter called regarding prineo dermabond closure system. The report mentioned she wants to add details regarding brand name as ethicon/ medteck/ johnson and johnson prineo dermabond closure system which was applied by dr (B)(6). The device information states contraindicated for widespread use on torso. Also, she wants to add details regarding the adverse events she experienced are peeling off, pain, fever and allergic hives, for which she took steroids and antihistamines for two months.